Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case, minor scratched lcd window, pillowing keypad overlay, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. Customer's blood glucose level was 138 mg/dl. Troubleshooting was completed for no delivery alarm. Insulin pump will be returned for analysis.